Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator shut down during hospital power failure. The battery module was found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The received device logs confirmed the reported failures at date of the event. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator shut down during hospital power failure. The patient involvement is unknown. Manufacturer's ref #: (B)(4).